Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/29/2020. H.6. Investigation: customer returned one (1) 31gx8mm, 0.3ml insulin syringe in an open polybag from lot 8197680. Consumer reported syringe shield was more melted than crushed; the shield is not opened the needle is not exposed. The returned syringe was examined, and it was observed that the cannula shield was crushed. A review of the device history record was completed for batch # 8197680 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200771435, 200772181] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that relion® insulin syringe was damaged. This was discovered during use. The following information was provided by the initial reporter: material no. 328512, batch no. 8197680. It was reported that needle shield was crushed. Verbatim: this syringe shield he was saying more melted then crushed. The shield is not opened the needle is not exposed. But the shield is about ¼" wide and maybe ¼" long and flat. Still attached to the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe was damaged. This was discovered during use. The following information was provided by the initial reporter: material no. 328512 batch no. 8197680. It was reported that needle shield was crushed. Verbatim: this syringe shield he was saying more melted then crushed. The shield is not opened the needle is not exposed. But the shield is about ¼" wide and maybe ¼" long and flat. Still attached to the syringe.